Manufacturer narrative:
Additional information: it was reported that during a da vinci-assisted right hemicolectomy surgical procedure, postoperatively the patient sustained an ileocolic anastomosis dehiscence and required a subsequent procedure. The initial procedure was completed robotically as planned without any intraoperative complications specifically no issues with the da vinci system. The patient required a subsequent procedure due to an ileocolic anastomosis separation requiring an exploratory laparotomy, abdominal washout, and an ileostomy creation. The patient is reported to be recovering well. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: logs show a sureform 60 stapler (pn 480460-12, ln k18240808-0667) was installed on the system 4 times and fired 4 blue reloads. On each install, all clamp attempts were successful. The firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no relevant errors in the logs. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the patient sustained an ileocolic anastomosis dehiscence and required a subsequent procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.